Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed, and the reported separation was confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported separation and physical resistance appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(vasoconstriction), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: trek rx 2.75x15, other: copilot pack b. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a concentric, moderately tortuous and heavily calcified mid right coronary artery that was 90% stenosed. A 190 cm balance middleweight (bmw) universal ii guide wire was used; however, the patient experienced spasms several times. Additionally, the guide wire met initial resistance with the anatomy during advancement. The tip of the device then separated in the posterior descending artery. It seemed under angiography that the tip was embedded in the vessel wall. Therefore, there was no attempt to retrieve it and a follow-up with the patient will be scheduled. A 3.25x15 xience sierra stent was then implanted to complete the procedure. The patient is scheduled for a coronary artery bypass graft procedure in the left main. The patient is stable. No additional information was provided.